Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "multiple drawers failure" was confirmed during field service engineer testing and subsequently confirmed in the dchu testing and inspection process. According to the work order (wo) (B)(4), the fse inspected station and noted that full height (fh) 6 pmc (pyxibus module controller) diagnostic leds were extinguished. The fse installed the new pmc board, drawer controller board and reseated half height drawer 4 row board headers. Tested operation in application and hta (hardware test application) diagnostics with no issues noted. During dchu visual inspection: pn 151622-01: no damage was observed. Pn 151903-01: signs of fluid ingress were observed on the component. During dchu testing: pn 151622-01: multimeter testing was performed to evaluate the condition of diode d501 / mosfet q501. The results obtained were out of range, indicating that the diode is shorted to ground. Pn 151903-01: functional testing was not performed due to the presence of fluid ingress on the component. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the drawer not detected on bus was attributed to a shorted diode d501 / mosfet q501 on the drawer controller board which led to circuit instability and ultimately compromised the drawer's functionality. The pcba fh cubie pmc (pyxibus module controller) was observed to have fluid ingress.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. As per part investigation, it was determined that shorted diode d501 / mosfet q501 on the drawer controller board and pcba fh cubie pmc (pyxibus module controller) was observed to have fluid ingress. There were no adverse events or injuries reported based on this event.